Manufacturer narrative:
G4:26jan2021. B4:27jan2021. MFR was reported in error. This case has been canceled due to the engineer's incorrect error provided, "maximum system resets exceeded." A new case was opened for the corrected error code, "crossover circuit fault." The reported issue of "crossover circuit fault" occurred during testing and is unlikely to cause or contribute to a death or serious injury. Therefore, it was not reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an error code message of maximum system resets exceeded. The customer reported there was no patient involvement.